Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr encountered resistance during delivery in the phenom 21 microcatheter at the proximal shaft site and the solitaire was disconnected at the proximal end. The patient was undergoing acute ischemic stroke (ais) thrombus collection surgery. It was noted the patient's blood vessel tortuosity was moderate. The access vessel was the middle cerebral artery (mca) with 2-3mm diameter. The post-procedure thrombolysis in cerebral infarction (tici) score was 3. It was unknown if the patient was treated with tps, or the time required from onset of cerebral infarction to revascularization/revascularize. There were no passes with the solitaire. It was reported that during delivery, the phenom21 microcatheter and solitaire fr were selected for the subjects with mca occlusion. The non-medtronic balloon guide catheter was delivered to the internal carotid artery, phenom21 microcatheter was prepared as per the package insert, and the non-medtronic guidewire, which was prepared as per the package insert, was set up. After delivering the phenom21 microcatheter to the occlusion site, when attempting to deliver the prepared solitaire fr into phenom21 microcatheter as per the package insert, a strong resistance and a feeling of discomfort was felt. Abnormalities were felt in phenom21 microcatheter and solitaire fr, however, it somehow continued to deliver. However, the more it was sent to the distal end, the stronger resistance would occur, and finally it was difficult to deliver the solitaire fr to the tip of phenom 21 microcatheter, so it was decided to deliver the solitaire fr to the tip of phenom 21 microcatheter. Phenom21 microcatheter had a thrombus crossed the region, so the phenom21 microcatheter was left and only the solitaire fr was collected. The solitaire fr-stent was collected from the phenom21 microcatheter, but the solitaire fr-stent was cut off at the proximal end of phenom21 microcatheter, so the stent region was left in the proximal end of the phenom21 microcatheter. Because the solitaire fr was disconnected, the phenom 21 microcatheter was collected externally, and the newly opened phenom 21 microcatheter was delivered to the lesion/occlusion site, and the thrombus was collected using the newly opened solitaire fr. The phenom21 microcatheter and solitaire fr, which was opened in the second half, was delivered smoothly without feeling any particularly strong resistance, and was neatly deployed to the lesion. Afterwards, the thrombus could be recovered and the procedure completed successfully. There was no residual inside the body, and no additional surgical or medical procedures performed. The physician did not apply torque to the delivery pusher and did not attempt to dislodge the stent. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a optimo 9fr balloon guide catheter, chikai14 guidewire, and phenom 21 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that he cause was not determined, it might be caused by kink or lumen collapse, but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the solitaire was unintentionally detached. It was noted that despite strong resistance, they attempted to retrieve the stent. The torque was not applied during delivery or collection. The patient did not have vessel stenos is¿proximal to the thrombus site. The catheter could not be delivered to the tip of the microcatheter, so it was not deployed in the body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the catheter could not be delivered to the tip of the microcatheter, so it was not deployed in the body.